Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report large air bubbles in the reservoir. The customer's blood glucose level was 580 mg/dl. The customer treated with 12 units of insulin manually. The customer's reservoir was replaced and was returned for analysis.